Manufacturer narrative:
Additional information added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had air in line during patient infusion. The patient was connected during this event and was brought to trauma intensive care unit from the or (operation room) with norepinephrine infusing with a novum iq syringe pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.